Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit for the reported malfunction. Fse found that the machine can't charge the battery. Replaced the power management board and replaced safety disk, drive side as it was due for replacement. After replacing the power management rohs pcb, the machine can charge the battery normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit could not charge the battery. There was no patient involvement.